Manufacturer narrative:
Covidien reference: (B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) downloaded the software onto the device.

Event description:
The customer reported that, during patient use, the graphic user interface was inoperative. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.